Event description:
It was reported that the canulated screws in the right hip cut out and went into the acetabulum. Surgeon removed and converted to a total hip. While implanting total hip the 48mm acetabular trial stripped when trialing for the cup.

Manufacturer narrative:
Evaluation summary: the reported event that the canulated screws in the right hip cut out and went into the acetabulum could be confirmed. Based on investigation, the root cause of the determined event was attributed to a user related issue. The provided x-rays were analyzed by our medical expert: ¿the present x-rays show an impacted medial femoral neck fracture (ao-asif classification: 31-b1.2) that has been fixed with three asnis screws. In the postoperative course there is a development of necrosis of the femoral head with shrinkage and hyper-calcification resulting in a protrusion of at least two of the screw tips into the hip joint and advanced coxarthrosis. Internal fixation of such femoral fractures represents a borderline indication in general due to the very high risk of osteonecrosis of the femoral head and non-union caused by insufficient blood supply of the head fragment. Therefore, such a fracture is mainly treated with primary arthroplasty. In conclusion, the present event shows a typical complication of internal fixation of femoral neck fractures that is definitely not related to the asnis screws. No further action is required from a clinical point of view.¿ [original statement] a review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
It was reported that the canulated screws in the right hip cut out and went into the acetabulum. Surgeon removed and converted to a total hip. While implanting total hip the 48mm acetabular trial stripped when trialing for the cup.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Product details unknown canulated screw.